Event description:
Impax 6.3.1 - agfa - is a pacs system for storing and presenting radiological studies. I am told that the preliminary images from CT exams - so called scanograms - cannot be displayed alongside the rest of the study. This makes it very difficult to find and review these images. Since there could be pathology on these images - that is not included on the CT images - their lack of easy availability, could lead to a misdiagnosis. Diagnosis or reason for use: radiology.